Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: warnings: check the expiry date on the product label.

Event description:
Heathcare professional reported that an unspecified juvéderm® vycross product was used on a client 18 days after it¿s expiry date. No patient impact reported.